Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer's blood glucose level. The customer decided not to return the pump, and no additional information was received about corrective actions.